Event description:
A consumer implanted for chronic low back pain reported via the manufacturer¿s representative (rep) that over the past six months the implantable neurostimulator (ins) was tender around the pocket. It was noted the sensation went down the left leg causing weakness in the leg. It was noted the sensation didn¿t change significantly if the ins was on or off, but somewhat more when on, and when they turned it off it felt like the pocket might be sore. The consumer did mention they turned the device on without syncing first and over the last year they had lost 12-15 pounds. However, the consumer was getting coverage with stimulation in the place they wanted which they liked. An impedance check was performed with all results within a normal range. The consumer then met with their healthcare provider (hcp) who told them they may need to change the battery and that they thought the problem may be related to the ins. The rep. Was going to follow-up with the consumer the following week. Additional information received on december 1st stated the consumer continued to have the tenderness but it was now localized around the implantable neurostimulator (ins) pocket. It was noted the consumer mentioned they lost 20-25 pounds in the past several months, but there were no falls or traumas reported. The physician suggested repositioning the ins, and they may also replace the battery at the same time, but the physician was checking with insurance prior to this. It was noted an impedance check was performed with all normal results and the consumer was getting good stimulation.

Manufacturer narrative:
Please note device code (B)(4) no longer applies to this report.

Event description:
Additional information was received from the rep. It was reported that a pocket revision was being done on (B)(6) 2017 due to the ins pocket site being bothersome whether stimulation was on or off. The ins was repositioned and moved down. Impedance was fine pre-operative and the patient had been getting good stimulation and was happy with stimulation. After they reconnected the ins and the lead, the 0-7 electrodes¿ impedance was fine but the 8-15 electrodes had high impedance values that persisted even after removing, cleaning, and reinserting the lead tail twice. It was noted that this was considered a sudden change. They connected an extension to the 8-15 lead tail and impedance normalized and was fine. It was noted that there was an extension on the 8-15 lead tail but not the other. The patient was in recovery when the rep left and stimulation had not been turned on yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.